Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report the insulin pump has a blank display. Blood glucose reading was 136 mg/dl. The customer also mentioned a crack on the side of the insulin pump by the reservoir. Advised that the insulin pump will be replaced. Nothing further reported.